Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 26 mg/dl. The customer was treated for the low blood glucose with a glucose tablet. The customer was informed that there could be many reasons for low blood glucose. The customer was hospitalized where later she was assisted with trouble shooting on her insulin pump. The customer seemed to have received a lost sensor alert. The customer's insulin pump works as designed. No further information was provided.